Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump experienced error code 1870. The batteries were removed and replaced, but the alarm returned. The pump powered off before the infusion was complete. The 46-hour pump had just been started on the date of the event. The patient was advised to contact their physician. The programmed rate was 1.7 ml per hour, and the remaining volume was 77.1 ml. The medication being infused was 5-fu (5-fluorouracil). This event occurred during the infusion. There was patient involvement and no reported harm.